Event description:
It was reported that t:slim x2 pump battery would not charge even when connected with tandem charging cable and wall adapter, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer confirmed trying to charge pump for extended period without success, then used different wall adapter, after which pump began charging and remained functional, and no further assistance was required.